Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 21.5-22.0cm from the connector pin, consistent with lead friction to the device can. The outer coil filars were exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that during a follow-up, noise was observed on both ra and rv leads. The patient had received inappropriate atp therapy. No noise was reproduced with provocative test. Insulation damage was suspected on both leads. The leads were explanted. Patient was in stable condition post procedure.